Event description:
As reported, a 5f mynx control vascular closure device (vcd) was used, and following the procedure, the patient developed a hematoma. The hematoma was treated with manual pressure, and the patient experienced hemodynamic instability in the form of hypotension. The mynx vcd was used in an interventional procedure with an antegrade approach. A non-cordis 4/5 french sheath was utilized. Vessel suitability, including sheath insertion angle, was confirmed through angiography. Hemostasis was achieved using manual pressure for more than 30 minutes. Heparin and brilinta were administered during the procedure, and act monitoring was performed. The target femoral site had not been previously closed with any device, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. No multiple stick attempts were made. At the time bleeding started, the patient was lying flat and inactive. There was no posterior wall puncture. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, a 5f mynx control vascular closure device (vcd) was used, and following the procedure, the patient developed a hematoma. The hematoma was treated with manual pressure, and the patient experienced hemodynamic instability in the form of hypotension. The mynx vcd was used in an interventional procedure with an antegrade approach. A non-cordis 4/5 french sheath was utilized. Vessel suitability, including sheath insertion angle, was confirmed through angiography. Hemostasis was achieved using manual pressure for more than 30 minutes. Heparin and brilinta were administered during the procedure, and act monitoring was performed. The target femoral site had not been previously closed with any device, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. No multiple stick attempts were made. At the time bleeding started, the patient was lying flat and inactive. There was no posterior wall puncture. One non-sterile 5f mynx control vascular closure device was returned for investigation. Visual inspection of the device showed that both button 1 and button 2 were fully depressed. The stopcock was found open, with a cordis mynx syringe attached to the unit. The sealant was not returned for this evaluation. Regarding the sealant sleeves, no abnormal conditions were observed. Additionally, a 5f non-cordis catheter sheath introducer (csi) was returned inserted on the device. The balloon was retracted, the core wire was present, and the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. A simulated deployment test could not be performed because the unit was received already actioned and the sealant was not returned for evaluation. Access site hematomas/hemorrhages are a common post-procedural complication and is listed in the product¿s instructions for use (IFU) as such. Bleeding events are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath/device removal technique, proper placement of the vascular closure device (vcd) sealant, and the patient's compliance to decrease mobility of the limb affected in order to promote coagulation. Access site bleeding events can require prolonged manual compression, blood transfusion, or even surgical intervention. Without procedural images, the reported event of ¿hematoma¿ could not be observed. However, as there were no damages or anomalies noted to the returned device, there is no product-contributing factor that was found to be related to the hematoma reported. Based on the information available for review, patient, pharmacological and/or handling factors of the device possibly contributed to the hematoma reported. Although not intended as a mitigation of risk, the information for safety within the instructions for use (IFU) is provided in the product¿s labeling with the intent to make the user and patient aware of the risks. According to the mynx control IFU, ¿continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, apply additional compression as necessary. Apply a sterile dressing once hemostasis is achieved. It is recommended that the patient follow physician orders regarding patient ambulation and discharge. Refer to patient brochure for post-care instructions.¿ neither the product analysis, nor the information available for review, suggests that the reported event is related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.